Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had nothing on screen and also got no bolus alerts. The customer¿s blood glucose level was 5.7 mmol/l at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose level was 5.7 mmol/l at the time of the call. The initial report and or supplemental report had the incorrect event date. The correct aware date is (B)(6) 2019.